Manufacturer narrative:
The cart and the castor wheel will not be returned to the service center for evaluation. The customer has replaced the wheel and the cart has been placed back in service. The cause for the broken/detached wheel cannot be determined.

Event description:
The service center was informed that the castor wheel sheared off, while the surgical technician transporting cart from procedure room. The cart tipped and injured the surgical technician . The technician went to the emergency and was noted to have bruising on their arm.